Event description:
The physician had difficulty reaching the lesion and therefore, tried to remove the sds by pulling it through the guiding catheter. The stent dislodged and a mini vision stent was used to crush the dislodged stent to the artery wall.